Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple pacemaker mediated tachycardias were observed via egms. Programming changes were recommended. Patient's condition is stable.